Event description:
It was reported the procedure was being performed in the emergency room. The pleura-seal thoracentesis set was inserted and afterwards, the pt was sent to have an x-ray as a routine. At which time, there was a pneumothorax as a result of the insertion. It is not known if there was a delay in treatment and there was no pt death reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.